Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been getting urinary tract infections while using purewick female external catheter and asked why do the purewick female external catheter not always work. Patient's doctor took urine sample and are awaiting results. Liberator representative advised to pinch tip of wick so it could suction properly. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown.

Event description:
It was reported that the patient had been getting urinary tract infections while using purewick female external catheter and asked why do the purewick female external catheter not always work. Patient's doctor took urine sample and are awaiting results. Liberator representative advised to pinch tip of wick so it could suction properly. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used assembly collapses under vacuum¿. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". It also states " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.